Event description:
It was reported, that the patient was outside using a snow blower and he received 2 shocks. He continued to use the snow blower until the area was finished then went inside and sat down. He received another 2 shocks. He started to feel very short of breath, got up to get his breathing treatment machine and collapsed. The emergency med tech's were phoned and the patient was barely conscious when they arrived, but quickly went unresponsive. According to the patient's son, from that point on, the emergency med tech's were never able to regain a pulse or respirations. The implantable cardiac defibrillator was explanted at the mortuary by the patient's son, who was reported to be an m.d., and mailed to the physician's office without being programmed to all functions off and the leads were cut. The physician, in turn, shipped the implantable cardiac defibrillator to st. Jude. When the st. Jude medical representative attempted to interrogate the implantable cardiac defibrillator, it would not interrogate.